Event description:
It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) with 90% stenosis and was 21 mm long, with a reference vessel diameter of 2.7 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days after, the subject was discharged on aspirin and ticagrelor. On an unknown date in 2024, the subject died. At the time of the event, the subject was on aspirin and ticagrelor. No action was taken to treat the event, and the cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
Due to safe harbor de-identification rules with the registry data owner (accf), data in the event date field is limited to the year only. January 1 of the given year was used to capture this. No further information is available for these events, as the user facility is unknown.